Manufacturer narrative:
Additional information: a medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. Pictures showed that the emitter was on top of the stingray tracker. It could not pick it up. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the site's emitter was not tracking the stingray tracker. After changing the location of the emitter compared to the tracker, the system functioned as intended. There was no patient impact reported and a five minute delay to surgery.